Event description:
Nurse changing bag on baxter prismax continuous renal replacement therapy (crrt) system. Crrt machine alarmed "system error." Registered nurse (rn) immediately set up for recirculation of blood. Second rn assisted. Machine failed to do machine recruit so rn had to crank blood return. Rn was not able to get full amount of blood back to patient. Rn called 24hr service and they stated to get a work order on it. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Nurse changing bag on baxter prismax continuous renal replacement therapy (crrt) system. Crrt machine alarmed "system error." Registered nurse (rn) immediately set up for recirculation of blood. Second rn assisted. Machine failed to do machine recruit so rn had to crank blood return. Rn was not able to get full amount of blood back to patient. Rn called 24hr service and they stated to get a work order on it. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Nurse changing bag on baxter prismax continuous renal replacement therapy (crrt) system. Crrt machine alarmed "system error." Registered nurse (rn) immediately set up for recirculation of blood. Second rn assisted. Machine failed to do machine recruit so rn had to crank blood return. Rn was not able to get full amount of blood back to patient. Rn called 24hr service and they stated to get a work order on it. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.